Event description:
It was reported that an interrogation of the device found a power on reset (por). The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of recommended replacement time (rrt) in save to disk on (B)(6) 2013 device rrt<(><<)>=2.61 volt. Analysis of the device memory indicated the charge circuit timeout alert. One patient alert for device circuit error on (B)(6) 2013. One patient alert for charge circuit timeout on (B)(6) 2013. Analysis of the device memory indicated power-on reset parameters were present. One power on reset (por) for vdd and vreg monitor, on (B)(6) 2013. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis was performed and indicated shorting/low impedance in the battery.